Event description:
Event occurred in japan. Damaged haptic after implantation. After the injector was inserted into the capsular bag, the trailing haptic detached when the iol separated from the plunger. The detached trailing haptic was removed from the eye, and the iol itself was also explanted. The exact date of surgery is not known. The iol used was most likely one of the following serial numbers: (B)(6). On tuesday (B)(6), the sales representative explained the handling procedure for the py-60ad to dr. (B)(6), who assisted in the surgery, and confirmed that there were no issues with her setting method. The hospital is unable to provide surgical videos or photographs. We plan to report the investigation results to dr. (B)(6) of (B)(6), who performed the surgery, and to dr. (B)(6) of (B)(6), who served as the surgical assistant. It has been confirmed that the defective item will be returned. Iol was explanted on (B)(6) 2026. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This initial emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.